Event description:
It was reported that a patient experienced chest pain. In (B)(6) 2010, the patient presented with recurrent chest pain and was diagnosed with nstemi (non-st segment elevation myocardial infarction). Cardiac catheterization was recommended. The patient had a 75% stenosed de novo lesion 36 mm long with a reference vessel diameter of 2.75 mm located in the proximal left anterior descending artery (lad). The lesion was treated with direct stent placement using a 2.75 x 38 mm taxus® liberté® long stent with 0% residual stenosis. The next day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented to emergency department with complaints of one day history of sudden onset intermittent exertional substernal chest pain radiating to jaw and associated with shortness of breath, nausea, diaphoresis, increasing fatigue and weakness. The subject was diagnosed with cardiac chest pain and the subject was hospitalized on the same day. Cardiac catheterization was recommended. A dobutamine stress test revealed positive anterior hypokinesis and anterior st depression. A chest x-ray revealed enlarged heart with mild central venous congestion and increased mild areas of mid to lower lung interstitial type edema. The subject was referred for CABG. However, the subject refused to undergo any surgery and pci was recommended. The 80% de novo stenosis in om1 (1st obtuse marginal) was treated with direct stent placement using a 2.75 x 8 mm promus premier drug eluting stent with 0% residual stenosis. The 75% stenosis in distal lcx (left circumflex) was treated with balloon angioplasty and placement of a 2.25 x 12 mm promus premier drug eluting stent with 0% residual stenosis. The 70% stenosis in lmca (left main coronary artery) was treated with direct stent placement using a 4.0 x 12 mm promus premier drug eluting stent with 0% residual stenosis. One day post reintervention, the event was considered to be resolved without residual effects and the subject was discharged on the same day on aspirin and plavix with recommendation to follow up with pcp in 2-4 weeks.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).